Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning as reprocessing could not be appropriately conducted due to leakage from control section. Identification of the material could not be determined. Peeling on the insertion section occurred by physical stress and/or chemical stress applied to insertion section during device handling by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was a stain on the image due to a break in the image guide bundle. It was also noted that the coating on the universal cord had came off and the universal cord had wrinkles. The device also was not waterproof due to a broken operation part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the tracheal intubation fiberscope had dots on the image. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that the coating was peeling on the insertion section and a brown foreign material was attached to the suction cylinder. It was also noted that there was a sticky foreign material attached to the insertion tube. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.